Manufacturer narrative:
The pt did not want to provide any information other than they were in pain and the bed was not comfortable. The bed model and serial number are unk and, therefore, an evaluation cannot be performed.

Event description:
Pt reported the bed was uncomfortable. There was pt involvement, however, no adverse consequences were reported.